Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a leak from the insertion part of vizigo short. The section where the vizigo short sheath passed through up to the point where rf needle and octaray2-2-2. It was found when the physician pointed it out at the time of removing the octaray. The liquid was leaking at a rate of about 25 seconds per drop. With the physician's approval, the procedure was continued as it was. No air entered the patient¿s body and no blood return was observed. The procedure was successfully completed without patient consequence.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000417 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 5-feb-2025, the h6 medical device problem code of "backflow" (a140501) no longer applies. It was determined that the code of "fluid leak" (a050401) is the most applicable to this event. As a result, the h6 medical device problem code was updated accordingly in this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).